Event description:
It was reported that on (B)(6) 2023, the css+ 5.5mm long thread screw snapped off during insertion, leaving the thread portion in the patient but the head of the screw and top 1/3rd of the screw came out. The surgeon had to pivot to a mini frag plate to fix the fracture of the 5th metatarsal. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown.